Manufacturer narrative:
H4: the lot was manufactured between november 13, 2023 and november 15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder suggesting a flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The administration tubing was visibly kinked and only 5% of the medication was delivered during use. The device contained flucloxacillin, citrate and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.